Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 137 ohms. The shock impedance measurement was 124 ohms at the last office interrogation approximately one month ago, which is high but within normal specification limits. Boston scientific technical services (ts) discussed with the physician the need for follow-up with the out of range shock impedance. The associated implantable cardioverter defibrillator (ICD) device was noted to have reached explant indicator status approximately one month ago. The physician stated they will arrange for the patient to have a device replacement procedure. Three days later, the rv lead was surgically abandoned, the ICD device was explanted for normal battery depletion, and both products were replaced. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.